Event description:
Customer called to say that the driver block in the pump does not move along the leadscrew with the arms disengaged. Stated that the leadscrew looks clean, but admits it has been a while since cleaning because the brush was lost. Also stated that the driver block had been becoming progressively harder to move.